Manufacturer narrative:
(B)(4). Batch # m5241z. The analysis found that one psee60a device was returned in good visual condition and with a gst60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify what was meant by, "device could only be removed from tissue with application of excessive force?" Was the tissue sticking to the cartridge? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Before firing the device on stomach tissue (antrum) device was closed on tissue and should be repositioned but it could not be re-opened. Manual override button did not solve the problem. The tissue was pulled out of the powered echelon jaws by using other instruments. There were no negative consequences for the patient. No further information is available.

Event description:
It was reported that during an unknown procedure, the device could only be removed from tissue with application of excessive force. The surgeon used the tissue reinforcement material from gore. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.